Event description:
Boston scientific received information that this device displayed different magnet rates using transtelephonic monitoring (ttm) and device interrogation with a programmer. Technical services researched to determine how the longevity was calculated and provided suggestions. Additional information was sought from a local area sales representative. At this time no further information is available. To date, no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.